Event description:
It was reported the pt is not receiving stimulation. The programmer was able to communicate with the ipg, however; the programmer would display a communication error and the pt was unable to increase the amplitude. A replacement programmer did not resolve the issue. Follow up info identified a sjm rep confirmed the issue. Based on the program settings, premature battery depletion is suspected. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.